Manufacturer narrative:
Additional info: a1, a2, a3. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event was reported to have occurred on an unknown date in (B)(6) 2020. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique resulted in peritonitis. The breach was further described as touch contamination during setup. It was reported the green cap on the amia cassette was loose and accidentally fell off and the patient grabbed the line and proceeded to connect for therapy. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) antibiotics, ip heparin and oral "pain management" for the event. At the time of this report, the treatment was ongoing. The patient outcome was not reported. Pd therapy was ongoing with treatment. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.